Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking out of the cassette and into the cycler. There is no report of patient ill effect. There is sample available for evaluation.